Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse found two errors of shuttle purge failure in log. These errors can be caused by a leak from the pump to the patient or low helium. Device passed all functional and safety tests according to factory specifications. Failure was not reproduced. The unit was returned to the customer for use.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.